Event description:
It was reported that the atrial lead exhibited noise. The physician elected to take no action at this time and would monitor the patient. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).